Event description:
Subject's husband reported on (B)(6) 2015 that subject was suffering from the shingles. A preexisting medical condition that also occurred two years ago. Subject's left eye area was blistering, she was incoherent, unable to construct a sentence, and numbing. She was administered an IV of valacyclovir, and then prescribed 3 pills a day of valacyclovir hydrochloride, 1 gm. On (B)(6) 2015, subject's husband reported that she was hospitalized due to some kidney problems and thought that it was because of the shingles medication she was given. Subject was followed up later that day where she was reported to be doing better and more alert, producing urine, no pain complaint, no seizures, on IV. Subject was followed up again on (B)(6) 2015 and was reported to be discharged on (B)(6) 2015. When discharged, subject blood levels were back to normal, and behavior was back to baseline.